Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the implantable cardiac monitor (icm) inappropriately recorded the episode. No programming changes were made. No patient consequences reported.